Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in a shunt in the mildly tortuous and moderately calcified brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.